Event description:
Underdelivery noted during routine preventative maintenance testing by biomedical engineering. The pump was reportedly tested using abbott performance verification testing procedures. Expected delivered amounts were 20 ml, the device consistently delivered 14-15ml. No pt involvement. No reports of any pt events while the device was in clinical use. No further info is available.